Event description:
An eye care professional reported that a pt presented with a paracentral corneal ulcer with infiltrate, severe pain & anterior chamber reaction. Pt had rec'd treatment for event from a different doctor who has prescribed vigamox & pred forte. Pred forte discontinued, vigamox continued and polysporin ointment plus 2 add'l unspecified drops were added. Event is resolving with current acuity noted as 20/30. Pre-event acuity unk. Request has been made for add'l info, however, no further details had been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot info provided, no detailed investigation can be performed.